Event description:
The patient reportedly hit his head over the implant site. Following this trauma, the patient experienced loss of lock between the external equipment and the cochlear implant. The patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the patient's device is to be scheduled.